Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable. The reported issue is currently under investigation.

Event description:
The customer reported that intermittently the system would not fluoro. It would cut out. The field engineer noted that the system intermittently would not boot. There is no report of injury or death associated with this event.